Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2025 due to hyperglycemia.the blood glucose level was 590 mg/dl at the time of event and the patient got treated with intravenous fluids of saline and insulin. No further information was available.

Event description:
The event reported occured due to the patient using expired infusion set which led up to hyperglycemia and hospitalisation.

Manufacturer narrative:
The initial MDR with manufacturing report number (8021545-2025-01090), was submitted on 20-may-2025. Upon receiving additional information, it was discovered that the pateint was using expired infusion set therefore the malfunction code has been updated from no malfunction based on complaint information to product used off-label or against the contraindications or not according to the instructions for use (IFU). Additional information - this MDR is being submitted to include the below: b5: adverse event or product problem. H6: investigation results under health effect impact code (f), medical device problem code (a), type of investigation (b). H11: investigation summary. Correction: this MDR is being submitted to correct the submitted brand name under d1, address under d3, lot number, expiration date under d4, address under g1 and manufacturing date under h4.